Manufacturer narrative:
Exemption number: (B)(4). Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. In telephone contact, the dentist informedthat he did not have information about lot number of the product.

Event description:
(B)(4) - the dentist reported that after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. No further information was provided.